Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01531.

Event description:
It has been reported that during surgery two maxfire marxmen curved devices from the same lot number malfunctioned during implantation. One of the device failed when the trigger would not deploy the second suture. While second device deployed both sutures during the first press of the trigger. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified the devices returned without sutures in the tube. The trigger and thumb wheel operate as intended. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.